Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a polarity switch, but the lead was already being used in unipolar polarity. It was decided to turn off adaptive mode switched to monitor only mode. The lead remains in use. No patient complications have been reported as a result of this event.